Event description:
It was reported that the device had an event of error: pump not infusion proper amount. This occurred while in use with patient and no known patient/clinical harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 5/20/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had an error of not infusing proper amount¿ was not replicated. Performed accuracy test and got 20.2ml (specification is 18.2-22.2ml). Found worn out valve in expulsor assembly. The most likely cause of the report error is worn out valve. Replaced expulsor assembly with two valves to resolve the report error. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.